Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that upon evaluation, the catheter was inflated upon arrival and could not be deflated.

Event description:
It was reported that upon evaluation, the catheter was inflated upon arrival and could not be deflated.

Manufacturer narrative:
The reported event was confirmed, as manufacturing related due only the manufacturing site being able to access the inflation notch. Visual evaluation of the returned sample noted one opened (no original packaging), unused silicone foley. It was noted that the balloon was still inflated with the syringe attached. An in-house syringe was used to remove the solution and was unable to remove any solution. As a result, no inflation testing could be done. The balloon was then dissected to find that the inflation notch was not fully perforated, so it was reasonable that it would not easily inflate either. This did not meet the specification to verify that the eye punches were complete and notch according to the applicable drawing. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be inadequate pressure on the machine to punch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."